Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
Per the user facility's biomedical engineer, the electronic patient gas system (epgs) was replaced. The hose connections were checked and no gas leaks were heard or found.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, "gas system: knob adjust only" and "oxygen (o2) analyzer failed" messages were displayed. As a result, and alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a 'gas system knob adjust only' error message. He replaced the blender with a lab use only (luo) blender restoring the electronic patient gas system (epgs) functionality. There was no service testing or repairs performed as the device reached its end of service life (eosl). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 31-may-2019, each time calibration is started it failed with "blender mechanical range". This will cause the electronic patient gas system (epgs) to be knob adjust only. There were few attempts to set the fraction of inspired oxygen (fio2) and flow using the local controls and no indication of a problem with the local controls.